Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and that the customer experienced low blood glucose of 52mg/dl. It was reported that the customer treated the low reading with food and declined to troubleshoot. It was reported that the customer was assisted with bent cannula troubleshooting and found that cannula bent after first day of use and that this was the third set for the day. It was reported that the customer was advised recommended site preparation methods and the customer had already change set. It was reported that the no delivery troubleshooting was performed and found that insulin exited during fixed prime. The insulin pump will not be returned for analysis.